Event description:
Discordant high immulite 2500 ckmb and troponin results were generated on one (1) patient sample. The results were sent to the physician. The laboratory repeated the sample on the same instrument and the lower corrected results were reported. The sample was then tested on an alternate system confirming lower values. There was no report of adverse health consequences due to the discordant ckmb and troponin results.

Manufacturer narrative:
The customer contacted siemens regional customer service regarding this event. A customer service technical representative reviewed the instrument data and files regarding this patient. The technical representative noted that the cause of the discordant troponin and ckmb results are unknown. There did not appear to be any instrument problem and no error messages were obtained. The instrument is performing according to specifications. No further evaluation of the instrument is required.